Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reports decrease in hearing and dizziness with the device. Symptoms started approximately 2 months ago. There is no report of accident or trauma, nor changes in health. Per internal registration card, a full insertion of the electrode array at implantation was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Additionally, the recipient reports dizziness, with and without the use of the audio processor, being most likely attributable to device unrelated medical reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has not been scheduled yet.

Event description:
Since (B)(6) 2016 the recipient's hearing perception with the device has worsened. In addition, the recipient experienced dizziness and headaches both with and without use of the audio processor. These symptoms became worse after the initial report. There was no report of accident, trauma or changes in health. Re-implantation is recommended, however, a date for surgery has not been scheduled yet.

Event description:
Since (B)(6) 2016 the recipient's hearing perception with the device has worsened. In addition, the recipient experienced dizziness and headaches both with and without use of the audio processor. These symptoms became worse after the initial report. There was no report of accident, trauma or changes in health. Re-implantation has been performed. The user continues to experience dizziness, she reports that it has decreased in intensity but that it continues to occur regardless of the use of the audio processor.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. Additionally, the recipient reports dizziness, with and without the use of the audio processor, being most likely attributable to device unrelated medical reasons. This is a final report.

Manufacturer narrative:
Based on the received information, it seems that the active electrode partially migrated out of the cochlea. As per the implant registration card, a full insertion was achieved during implantation. Furthermore, the patient reports dizziness, with and without the use of the audio processor, which is very likely due to device unrelated medical issues.

Event description:
Since (B)(6) 2016 the patient's hearing perception with the device has worsened. In addition, the patient experienced dizziness and headaches both with and without use of the processor. These symptoms became worse after the initial report. There was no report of accident, trauma or changes in health.